Event description:
Allegedly, the right socket had shifted.

Manufacturer narrative:
Investigation is not complete. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete.

Event description:
Allegedly the right socket had shifted.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Device history record reviewed. Package insert reviewed. Evidence that product in spec when used. Use of device could not be determined.